Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead revision procedure. Prior examination of the patient's left ventricular lead revealed loss of capture on the lv lead, revealing dislodgement. The dislodgement was also confirmed on x-ray imaging. During the attempt to reposition the lv lead, the lv lead dislodged again. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The double bend height was measured within specification.